Manufacturer narrative:
The pump passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and displacement accuracy test. Possible under delivery anomaly not confirmed. Hardware low level failure alert alarmed during self-test and confirmed in pump history with variable (03) due to broken trace at u1 keypad assembly (pins 1, 2 & 6). Volume did change when adjusted. Audio/vibrate anomaly/absence of alarm not confirmed. Possible under delivery anomaly not confirmed.

Event description:
Customer reported via phone call that the insulin pump had hardware low level failure alarm. The customer¿s blood glucose level was 390 mg/dl at the time of the incident. The insulin pump will be returned for analysis.